Event description:
10fr x 90cm soundstar eco diagnostic ultrasound catheter there was a sensor error while using the soundstar eco diagnostic ultrasound catheter. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for diagnostic ultrasound catheter, 10fr x 90cm soundstar eco diagnostic ultrasound catheter (per site reporter).